Event description:
Reportedly, the eea stapler was used to perform the gastro-junostomy. After the stapler was removed the anastomosis was inspected and the part of the gastric tissue donut was attached to the circular stapler line and hanging in the lumen. The donut was removed and bleeding resulted, which was controlled with sutures. Sutures were placed and the pt was scoped to insure that the anastomosis was hemostatic. Procedure: lap gastric bypass.